Manufacturer narrative:
The device was returned to regional repair center for inspection. Three attempts were performed to obtain additional information, but no response was received from the customer. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on the cable unit, water tightness is lost and damaged optical retention coupler, the most probable cause of the complaint is cause not established (d15). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a lost in water tightness. There was no patient involvement.